Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx pro laa closure device with delivery system (wds). During a routine follow-up examination, transesophageal echocardiogram (tee) identified a thrombus on the mitral side of the closure device. The thrombus was successfully removed using a non-boston scientific percutaneous thromboembolic aspiration device. The patient fully recovered.